Event description:
A 1100 special needle at y site and needleless site on buritrol-csf not draining from buritrol into collection bag. Csf has been relatively clear with no foreign objects. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.